Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, two fluid loss alarms had sounded. The physician continued the procedure since the sponge only contained small drops of saline. The tenaculum stabilizer was used during the procedure. Upon completion of the case, the physician noticed a slight cervical burn (degree unknown) about the size of a dime. The physician treated the burn with silvadene cream. The patient's condition was reported as "fine".